Manufacturer narrative:
The affected device was investigated in the getinge laboratory and during the investigation a leakage on the blood inlet connector was detected due to a crack in the connector. The most probable root cause of the crack leading to the leakage could be determined as mechanical influences. Based on the investigation results the reported failure could be confirmed. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period 2020-10-08 to 2019-10-08 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after priming the oxygenator with fluid, it began to leak slowly from one of the seams. There was no patient involvement and no adverse event was reported.